Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise causing myopotential oversensing was noted on the device and the right ventricular (rv) lead. It was also noted that there was a loss of capture on the rv lead. No further intervention was performed at this time and the device and lead will continue to be monitored. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2017-32707.